Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/false asystole events) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a the cable connecting ECG "a" and ECG "b" being unseated in the j500 connector. The root cause for the unseated cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent gong alarms and false asystole events.